Event description:
The customer was hospitalized for high bgs. It was stated that the customer had high bgs for the past two days. The dr wanted to rule out the pump first. Troubleshooting was performed. The high bgs persisted after the set was changed. The programming in the pump was correct. The customer disconnected from the pump and run 3u fixed prime. Insulin exited. The pressure test could not be performed due to the lack of a clamp. The customer tried two insulin vials and bgs did not go down much with the manual injection. Also, it was found that the customer has scar tissue and tries to avoid hard areas in the stomach. The customer was on saline drip and would be treated with insulin drip if the bgs do not lower.